Manufacturer narrative:
There is no evidence of a device malfunction. The dialysate leak is attributed to a loose connection. The user's guide instructs the operator to always tighten and recheck all fluid lines, connections, caps and clamps. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A dialysate leak occurred during a routine hemodialysis treatment due to a loose connection. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.